Manufacturer narrative:
E1: (B)(6) (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to pinhole on connecting tube and due to crack on control unit; adhesive on bending section cover had chipped; connecting tube had wrinkle, had a dent and buckled; bending angle in up direction did not meet the standard value due to wear of angle wire; control unit was sticky due to water leakage; the image has a stain due to damage on image guide bundle; eyepiece was deformed; grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a water leak. The device was returned for evaluation. During the device evaluation, insertion part soft tube coating peeling off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction for detection of this issue in chapter 3, section 3.2- preparation and inspection of the endoscope. Investigation found that the peeling may have been caused by stress of repeated use, external factors or handling. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.